Event description:
A male infant was having a PICC line placed. Left ankle saphenous vein was successfully cannulated with an echogenic needle using ultrasound guidance; the rn was unable to advance the guidewire. An attempt was made to remove the guidewire and the echogenic needle in one motion that was halted when met with resistance and a portion of the wire looked thinner than normal. Two small skin nicks were made at the insertion site after which the last portion of the guidewire was able to be removed. Upon inspection post-removal, the distal portion of the guidewire was noted to have unraveled. Two additional skin nicks at the insertion site were required to dislodge the guidewire for removal. Left ankle/lower leg was assessed after guidewire removal, no swelling, bruising or bleeding noted.